Event description:
The patient reported that they were not able to administer a bolus, because the bolus calculator was not operating correctly. Blood glucose levels were reported to be 349 mg/dl. Minor bleeding was noted at the infusion site. Medical treatment was not required. A new pod was placed.

Manufacturer narrative:
Physical device was not received fro analysis. In the case description, the user mentioned being unable to deliver boluses and the pods not delivering insulin. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found no evidence of errors when attempting to open the bolus calculator or deliver boluses. The engineering log files showed only one instance of the bolus calculator being opened during the period the engineering logs captured, which occurred on (B)(6) 2026. The user was able to enter the bolus calculator, manually adjust the total bolus volume to 4.00, and confirm and start this 4 u bolus. The audit log files showed that boluses where regularly programmed and delivered that did not have a carb or blood glucose input. Review of the patient history buffer (phb) audit log files found that the system was only used in manual mode leading up to the date of occurrence and no sensor was connected. The phb audit logs confirmed that the system was correctly delivering the user's manual basal program and suspending insulin delivery when commanded to suspend. Though no issues were observed, it could not be conclusive determined if the bolus button was grayed out or unresponsive at the time of the reported event. The exact cause of the reported inability to deliver boluses could not be determined from the available log files. The log files confirmed that insulin delivery that was programmed and started was being actively delivered by the system. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.